Event description:
As reported, a female pt of unk age presented for an endovenous laser treatment. During pullback of procedure the tre-sheath fractured, leaving approximately a 10cm section inside of the pt's right thigh. The tre-sheath fracture was successfully removed via a cut down. The retrieval was confirmed via ultrasound. The pt was mobile and had no complaints post-op. There was no report of permanent harm or injury to the pt due to this product problem. The device used in the reported incident has been returned to the MFR for eval.

Manufacturer narrative:
An eval was performed on the returned venacure never touch frs tre-sheath and fiber. It was noted that the fiber was advanced into the tre-sheath and locked via appropriate sheath-lok fitting per the instructions for use. Visual inspection noted that the tre-sheath was fragmented at approximately the 18cm mark on the tre-sheath shaft. The customer's reported complaint description is confirmed. The fiber was removed from the tre-sheath and measured to be a 45 cm fiber. Based on info provided by the user and an eval of the lot history records for this lot, and an eval of returned samples, the most likely root cause for the reported complaint is user error. The treating physician replaced the fiber from a new kit (lot 562319). This lot number indicated that this kit was also a 65cm fiber; however, a 45 cm fiber was returned advanced into the 65cm tre-sheath. A 45 cm fiber tip would not have completely advanced out of the tip of the 65cm tre-sheath. When the fiber was engaged with laser energy it would have caused the laser to fire within the tre-sheath, burning the tre-sheath and causing fragmentation. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).